Manufacturer narrative:
Product ID 3387s-40, lot # v813689, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v813689, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received indicated the event pertained to the patient's left side device. As this report is filed on the patient's right side device, please refer to MFR. Report #3004209178-2013-04952.

Event description:
It was reported that at the top of the patient's head, about one to three inches above his ear, there was a "wire coming down", and a "little cut" there. It was possible to see the stitches and what they thought might have been the "tubes of the wire." The reporter indicated that the patient was tested a week prior to the report and found to have had (B)(6) in that "little tiny area, the size of a finger nail." The reporter stated that the patient was "pumped full of antibiotics" and was given antibiotics that "almost killed him." The reporter stated that the patient saw a wound doctor who stated that he saw "a little black thing" right on the surface, but the patient didn't have enough skin on his head to heal with "that thing in the way." The patient was informed that the "black thing" was a suture that was put in as well as "a little blood and scab" which had been there since december. The patient was informed by his plastic surgeon that there was a "foreign object" which was "in the way of healing" and it needed to be "moved out of the way." The reporter stated that the patient's entire system was going to be explanted and the patient was going to be placed in a hyperbaric chamber to try to get him "healthy." If additional information becomes available, a follow-up report will be submitted.